Event description:
It was reported that a patient underwent removal of a screw that was implanted many years ago. Per the reporter, there was no indication the revision of the acl was due to any complication with the screw; no information was provided as to why the revision of the acl was performed. Additional information was requested but not provided.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight), relevant medical history and further event details were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the explanted device was received for evaluation; the complainant's report of revision was verified. As reported, there was no deficiency found; the device met specifications. Lot number was requested but not provided, therefore device history record review could not be performed.based on the information provided and device evaluation, the most likely cause(s) for the revision surgery could not be determined.the investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.